Event description:
This case was reported by a regulatory authority and described the occurrence of neuropathy in a patient (gender not specified) who received super poligrip (formulation unknown) for denture adhesion. Co-suspect medication included fixodent "super". In 1987 the patient started super poligrip (dental) at maximum amount of four times per day. In 2009, the patient experienced neuropathy. This case was assessed as medically serious by gsk. Super poligrip was discontinued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available.